Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The blood glucose reading is 134 mg/dl. Customer treating with manual injections. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with missing end cap sticker.